Manufacturer narrative:
Reported event: base array was hit, caused anterior cut to be deep. Notched femur, had to stem femur. Case type: tka. Surgical delay = 16-30 minutes. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records indicate 42 devices were manufactured and accepted into final stock on (B)(6) 2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), lot number 19440615, shows 3 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Base array was hit, caused anterior cut to be deep. Notched femur, had to stem femur. Case type: tka; surgical delay = 16-30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Base array was hit, caused anterior cut to be deep. Notched femur, had to stem femur. Case type: tka. Surgical delay = 16-30 minutes.